Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) was being used for a patient case and when turned on it read self-test failure. Shut down was attempted and was restarted with the same issues. A new aic was used. There was no harm to the patient.

Manufacturer narrative:
A regulatory report is no longer necessary for manufacturer device report 1220648-2024-24803 as it was found to be a duplication of manufacturer device report 1220648-2024-24828. Should any new information become available, please see manufacturer device report 1220648-2024-24828.